Event description:
Event: it was reported to guidant that the pt expired 12 days post operation following surgical intervention for colon resection. Event narrative in 2002, the pt was successfully implanted. Access was achieved via retroperitoneal conduit. It was reported that there was significant blood loss during the procedure. After graft implantation, pt lost pulses in recovery. 11 units of blood were administered post-operatively.